Event description:
It was reported to philips that the system was not booting up. No harm was reported to philips. The device was outside of clinical use at the time of the reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely and confirmed that the system does not boot up anymore. Review of the logfile identified the geo-pc malfunction. Rse confirmed that the geo pc was unable to communicate and none of the movements were available. Upon troubleshooting, field service engineer (fse) visited onsite and confirmed that the geo pc was faulty. Fse replaced the geo pc to resolve the issue. After that, the system was returned in good working condition and was ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely and confirmed that the system did not start up. . A review of the logfile identified a geometry-pc malfunction. The rse confirmed that the geometry-pc was unable to communicate and none of the movements were available. Upon troubleshooting, the field service engineer (fse) visited onsite and confirmed that the geometry-pc malfunctioned. The fse replaced the geometry-pc to resolve the issue. After that, the system was returned in good working condition and was ready for clinical use. . The geometry-pc was returned for further analysis. Functional testing was performed and confirmed that the failed component was the hard drive disk (hdd) and the serial advanced technology attachment (sata) cable.